Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultrasmart meter displayed inaccurate erratic results and inaccurate high results compared to feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 at 8:00 am. The patient obtained an inaccurate high blood glucose reading of ¿130 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient also compared the ¿130 mg/dl¿ reading to the result obtained with subject meter of ¿62 mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient manages her diabetes with a combination of medication in the morning, including levemir insulin (50 units) and novolog insulin (62 units), in the evening she administers novolog 70/30 insulin (unspecified dose). The patient denied making any changes to her usual dose of medication in response to the inaccurate readings. On (B)(6) 2018, at 8:30 am the patient reported that she developed symptoms of feeling ¿low, nauseated and shake¿. The patient stated to self-treat eating sugar and cracker soon after the alleged symptoms. The patient denied that any other device had been used to check her blood glucose levels during troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event. This mss submission contains information obtained from related (B)(4).